Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that door handles needed to be replaced. A field service engineer replaced the door handles with spare ones to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis medstation es system, barbs on the top corners of two of the tower door handles superficially scratched the user's finger. There were four doors on each tower that were affected. The scratch did not require any medical or surgical interventions. Additionally, the customer managed to use a nail file to smooth out the sharp edges on the door handles. The customer stated that the malfunction did not occur during a patient workflow and there was no patient harm or delay in treatment. There were no adverse events or injuries reported based on this event.